Event description:
The following results were obtained on the same device within 10 minutes: 319mg/dl and 119mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.